Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's magnet will not be revised at this time. The recipient will be managed per center protocol. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a demagnetized internal magnet. Revision surgery is scheduled.